Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead repositioned from rv septal to rva location. Rv lead with capture threshold rise from implant 0.5v to 2.4v since implant. Lead appears to be in same position. No lead abnormalities noted on lead body. Screw easily retracted. No adverse patient events reported. Should additional information become available, it will be added to this file.